Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that the mynx device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure that the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the instructions for use (IFU) states that the following adverse reactions or conditions may also be associated with the mynx device or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Additionally it was reported that sealant came out of the tissue tract after compression on the access site. There is no indication to suggest that the mynx vascular closure device did not perform as intended. Should additional relevant information become available a supplemental MDR will be filed. UDI number: note: the device identifier (di) and production identifier production identifier (pi) numbers are unknown as the part number and lot number were not provided.

Event description:
It was reported that about a week and half after the mynx vascular closure device procedure, the patient experienced access site redness, soreness, itchiness, tenderness and pain (about 3 out of 10). The access site was reported to be swollen and was about two and half inch in diameter. The patient reported that he started rubbing antibiotic ointment on the access site and applied a little pressure on the site and noticed something spongy coming out of the access site. The patient was placed on a 10 day prescriptive antibiotics upon follow up with the doctor due to a suspected infection. The patient had completed the entire dose of antibiotics at the time of this report and reported that the issue had been resolved. The patient reported to be feeling fine but described the access site as still not completely flat; however, there is no pain or discomfort.